Event description:
The physician was attempting to implant an integrity bare metal stent in a very calcified lad with the aid of a 6 french guide liner. No abnormalities were noted during device preparation. The lesion was pre-dilated several times. Force was used to deliver the stent to the lesion but this was unsuccessful and the stent dislodged in the distal tip of the guide liner. The stent was removed with a snare. The lesion could not be crossed with any stent. No patient complications reported.

Manufacturer narrative:
Evaluation results: failure to follow instructions-force used in the attempt to deliver the stent; inherent risk of procedure-stent embolization; lesion morphology-lad, very calcified. Related to another device-guideliner has contributed to the stent dislodgement; no results available since no evaluation performed ¿ device or procedural images not provided for review. Evaluation conclusion: inherent risk of procedure-stent embolization; related to another device-guideliner has contributed to the stent dislodgement; lesion morphology-lad, very calcified; failure to follow instructions- force used in the attempt to deliver the stent. (B)(4).